Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve prior to inserting the catheter and septal puncture needle into the sheath. The introducer was replaced to a non-abbott device (jll manufactured vizigo) and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed for sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.